Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil was found kinked and stretched; its zap tip was detached and it was not returned. No damaged was found in the device introducer sheath. Microscopic inspection of the main coil revealed that the zap tip was detached and it was not returned. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the main coil revealed that the components were within specification except the number of distal fiber bundles, which were only 5 out of 22 and the number of proximal fiber bundles, which were only 10 out of 22-32.

Event description:
Reportable based on device analysis completed on 09dec2020. It was reported that the coil was stuck in the distal part of the catheter and was stretched. The target lesion was located on the spleen. A 8mm x 40cm interlock-35 coil was selected for use. During procedure, the physician used an imaging catheter to deploy the coil, but the coil got stuck in the distal part of the catheter. When the physician retrieved the coil, the coil found stretched. The device was simply pulled out with the catheter and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was missing fiber bundles.